Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was overdischarged, and the manufacturer representative jumpstarted the device on (B)(6) 2017. The patient charged the device to about 50%, and then he saw a thermometer screen, restarted the charge, and got a warning power on reset message. The device died about two months prior to the report because the patient had been hospitalized for an unrelated issue for about a month. The patient had charged using a pillow when charging, and it is recommended that charging is done in a well ventilated area without any pillows or blankets to make sure there is proper air flow. There were no patient symptoms or complications reported. On (B)(6) 2017, additional information was received from the patient and a family member reporting that the same power-on reset (por) issue previously reported. It was confirmed that they had not gotten it cleared yet. It was reviewed that since the por was a warning message, they would have to go to their doctor's office to have it cleared. Information previously reported was repeated. It was confirmed that the patient had not been to their doctor's office to clear the por and that this por was the same message they previously reported. Patient services verified the patient initially confirmed a warning por message but then when they were on the call they used their patient programmer they confirmed an informational por. Steps were reviewed with the patient on how to clear the informational por and the patient was able to turn their implant back on and the patient noted that it was working. It was verified if the patient was feeling stimulation and the patient noted that they kept it on a really low level because they had the device on low all of the time. The patient confirmed that the stimulation was too low and that they weren't feeling stimulation when their implant was turned back on. It was reviewed to make adjustments to desired settings. The patient noted that the area where their stimulation was, needed to be adjusted. It was reported that the rep usually would come and adjust the patient's settings. It was reviewed to follow-up with their healthcare provider (hcp) to page a rep, and the patient indicated that they had been calling someone for help, but they didn't clarify if they were calling a rep or their hcp. Patient service tried to collect the event date for the information regarding the area where stimulation was at, needed to be adjusted, and it was reported that the patient had been very sick and was in hospice (previously reported to be unrelated to the patient's device/therapy). It was stated that they thought the patient w as going to pass, but further stated that they had gotten significantly better. It was stated that this all happened about three months ago when the patient went through a period where they were very bad (previously reported hospitalized for unrelated issues). They stated the stimulator battery went dead then and it was not charged since. They stated that they had not gotten it going again. It was stated that the patient had not had any type of adjustment with their stimulator in years. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a hard time finding the right spot with the insr when attempting to charge. The patient reported that they could spend half an hour finding the right spot, but putting the belt on tight made it easier. The patient reiterated that they had to have their ins jump started and that they were told by a rep that if they battery was to die again, the ins probably wouldn't work. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient wanted to request a manufacture representative (rep) but they were redirected back to their healthcare professional (hcp) to have a rep paged. The patient stated that they do not have a managing hcp so they were sent a listings to discuss the removal of the device. The patient said that they have been trying to remember to charge their ins because it died twice and had to get it jumpstarted. The second time the ins died was 4-5 months ago. The patient was told that if the ins dies again they may not be able to jumpstart it again. The patient stated that their ins is becoming a hassle because they know they are going to forget to charge it. The patient said that they know that they have to keep it charged to have mris moving forward. The patient stated that at first the ins helped a lot, but now they are unhappy with the whole things because they have had so many adjustments to get stimulation in the correct area. No further complications were reported/are anticipated.